Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 38 synergy¿ drug eluting stent, when the protector was removed, the stent struts got stretched. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 1 to 12 on proximal end of stent appear undamaged. The remainder of the stent strut rows were stretched distally, such that the distal end of the stent was distal of the device tip. The undamaged section of the crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon material, beneath the stretched stent, indicating correct crimping and positioning of stent prior to event. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a mid-shaft kink 95mm proximal to the port bond. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 38 synergy¿ drug eluting stent, when the protector was removed, the stent struts got stretched. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.